Event description:
Follow-up revealed the patient has been discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's sensor was recalibrated via echo on (B)(6) 2016 and sometime afterwards diuretics were administered. Subsequently, the patient was admitted to the hospital for decompensated heart failure. The nurse practitioner later noted the patient electronics unit (home unit) had yielded lower readings than the hospital electronics unit (heu) and as a result, reduced diuretics. The sensor was recalibrated via right heart catheterization which resolved the discrepancy in readings issue.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. The incorrect occupation was listed on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report.